Event description:
Facility equipment technician reported during service on this baxter meridian device, the device initially alarmed for "no chem flow". Usually when this alarm occurs there is an air lock preventing the rotor in the flow sensor from turning. The lines were disconnected in an attempt to remove the air lock to clear the alarm. After the lines were reconnected, the device then started operating, but they immediately noticed the fluid was flowing back into the disinfect jug. Facility equipment technician did not wait to see if the machine would alarm, but there was no alarm initially when the fluid was being pushed back into the disinfect jug. He changed the check valve and completed the disinfect procedure without further problems to report.